Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported that on (B)(6) 2011 she received erratic readings on her freestyle lite blood glucose meter. Customer reported receiving readings of 64 mg/dl, 115 mg/dl and 448 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer further reported experiencing tremulousness, confusion and a headache. Customer contacted her healthcare provider by phone, but did not provide any information regarding the advice she received. Customer self-treated by ingesting sugar and drinking orange juice. There was no report of death, serious injury or mistreatment associated with this event.